Manufacturer narrative:
Conclusion: device will be repaired and returned.

Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.